Manufacturer narrative:
Explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted if there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was explanted due to pain at the implant site. The patient's pain has decreased following the explant.